Event description:
It was reported that the right ventricular lead exhibited oversensing. The patient was stable and asymptomatic. Further information was requested, but not yet available.

Event description:
New information notes that the reported event was discovered during in clinic follow up. The right ventricular lead will continue to be monitored.